Event description:
The customer received questionable estradiol results for three patient samples and a questionable progesterone result for one other patient sample from the cobas e601 analyzer serial number (B)(4). Of the data provided, the estradiol result for one patient sample was discrepant. The initial result was 866.5 pg/ml and the repeat result was 599.5 pg/ml all of the results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The customer stated they replaced the estradiol reagent pack which resolved the issue. The field service representative determined the reagent was old, expired or exposed to ambient temperature. He confirmed the reagent was replaced with a new lot and problem was no longer encountered.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.